Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the small keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not print the code summary. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the critical buttons on the keypad would not respond when pressed. As a result, defibrillation would not be possible if it were necessary.

Manufacturer narrative:
Physio-control further examined the removed small keypad assembly and observed that the print button was electrically shorted due to physical damage.